Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6) & state: (B)(6)) additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair is not done by getinge.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e1 (site name), h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11 (B)(6)

Event description:
It was reported that during daily inspection, gas escapes the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that gas escapes the cardiosave intra-aortic balloon pump (iabp).